Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, [10] retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to no low or no draw defect found, all result met specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2023, the patient was admitted to the hospital due to episodic chest tightness and asthma for 3 years, accompanied by chest pain for more than 1 month. He was given blood for reexamination as directed by the doctor. During the bleeding process, it was found that the tube had low draw issue, and it could not be sucked normally, so it was replaced immediately the new blood collection tube did not cause harm to the patient.